Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). On sunday at 3pm, patient said their symptoms were worsening. They had a high fever, were very weak, had a sepsis infection, felt nauseated, and was in a lot of pain so they called 911 and were admitted into the hospital. They currently have sepsis and aren't sure if this is what caused all the weakness, uncontrollable voiding, and leaking; they decreased stimulation for the pain. Two days later, patient said they ended up in the hospital the night prior and are going through physical therapy; they will call back when they are done with physical therapy. On (B)(6), the patient mentioned again having been hospitalized. No device issue was reported and no further patient complications have been reported as a result of this event.